Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the red blood cell (rbc) pump was not filling the bath properly and was causing intermittent bubbles. The fse replaced the pump which repaired the erroneous results. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated erroneous high platelet (plt) results for one patient. The sample was rerun and lower correct plt results were generated. The customer provided the patient results. Erroneous results were reported out of the lab. There was no change in patient treatment in connection with this event.

Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. Field action (fa-33718) was approved on 30-jul-2018. The field action includes a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update. Bec internal identifier:(B)(4).